Event description:
'It is alleged that "[pt] received a cook celect filter on 14nov2011. Alleged fracture, tilt, perforation and embedment. Filter is attempted removed on (B)(6) 2012." Patient allegedly received an implant on (B)(6) 2011 via right jugular vein due to pulmonary embolism. (B)(6) 2011, implant operative report: ¿cook (celect) filter advanced through sheath and deployed in ivc below renal veins. Conclusion: transjugular placement ivc, celect, filter for saddle, pulmonary emboli.¿ per the attempted ivc filter removal operative report dated 12nov2012, ¿attempted ivc filter removal. The apex of the filter is beyond the confines of the caval wall.¿ (B)(6) 2012, attempted ivc filter removal operative report: ¿no thrombus is identified in or around the ivc filter. The ivc is widely patent. The apex of the filter is beyond the confines of the caval wall. Due to the protrusion beyond the caval wall, the filter could not be retrieved. Impression: attempted ivc filter removal. The apex of the filter is beyond the confines of the caval wall.¿ (B)(6) 2018, CT of abdomen: ¿impression: one of the legs of the ivc filter is broken migrated cephalad positioned horizontally; the overall longitudinal axis of the ivc filter is positioned oblique; one of the posterior arms of the ivc penetrated the vessel probably rubbing against the vertebral body causing an osteophyte, this might cause pain.¿